Event description:
It was reported that the guidewire was entrapped in the catheter. The target lesion was located in the right internal and common carotid arteries. An 10.0-31 carotid wallstent self-expanding stent and non-bsc embolic protection guidewire were selected for use. Post deployment, resistance was noted when the guidewire was attempted to be exchanged. It became stiff and got stuck in the catheter, making it impossible to move. Although not completely, the optimal wire was then able to be pulled into the wall stent delivery system. It was then removed as a unit, a new filter wire was used, and a balloon was used to complete the procedure. There were no patient complications as a result of this event.